Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple power loss alarms. The customer¿s blood glucose was unknown. The customer was assisted with troubleshoot for power loss alarms. The customer states that they received multiple power loss alarms when battery was out for less than 10 min. The customer¿s insert a new battery and again receive power loss alarm. The customer also stated about the replace battery now alarm and stated that customer received a low battery alert prior to the replace battery now alarm. The insulin pump will not be returned for analysis.